Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, it was reported that the device flows dropped to 2.5l/min. The physician decided to replace the impella cp with an impella rp. Survival outcome at explant noted the patient expired. Use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.